Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but the foam tip plunger overrode the lens and the surgeon felt the lens was damaged, so decided to use another lens. This was prior to insertion and there was no pt contact. The reporter stated the cause for the plunger override and damaged lens was due to a loading error.

Manufacturer narrative:
Eval codes: results- (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.